Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose levels of 402mg/dl. Customer¿s current blood glucose level was 402 mg/dl. Insulin pump had flow block alarm and it was resolved. Customer did not allege for under delivery. There was no air bubble and leak. The product will not be returned be for the analysis.